Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-515b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits signs of slight melting and abrasions, partially erased blue arrow indicator, and severe detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 13,215 joules of use and 15 minutes, the fiber tip broke. The procedure was completed utilizing a second fiber. The fiber tip (cap) was cleaned during the procedure. There was no injury to patient reported.